Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), palpitations ("heart palpitations"), fatigue ("fatigue"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (essure removed). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, palpitations, fatigue, depression and alopecia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, palpitations, fatigue, depression and alopecia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 4 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), palpitations ("heart palpitations"), fatigue ("fatigue"), depression ("depression"), alopecia ("hair loss"), dysmenorrhoea ("excruciating cramps and heavy periods with large clots/menstruation pain"), menorrhagia ("excruciating cramps and heavy periods with large clots/my periods would last two or more weeks at a time"), weight increased ("weight gain"), abdominal distension ("abdominal bloating"), dental caries ("tooth decay"), pruritus ("itchy skin"), headache ("headaches"), dysgeusia ("metal taste in my mouth") and ovulation pain ("sharp pelvic pain that worsened during ovulation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, palpitations, alopecia, dysmenorrhoea, menorrhagia, weight increased, abdominal distension, pruritus, headache and dysgeusia had resolved and the genital haemorrhage, fatigue, depression, dental caries and ovulation pain outcome was unknown. The reporter considered abdominal distension, alopecia, dental caries, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, ovulation pain, palpitations, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: she experienced sharp pelvic pain, excruciating cramps, heavy periods with large clots, prolonged periods, weight gain, abdominal bloating, itchy skin, headaches, heart palpitations, and metal taste in my mouth all resolved after essure was removed. Also, her hair grew back. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jul-2018: the reporter information was updated. This case concerns adult patient. Her concurrent condition was added. Lab data was added. Following events: excruciating cramps and heavy periods with large clots/menstruation pain; weight gain, abdominal bloating, tooth decay, itchy skin, headaches, heart palpitations, metal taste in my mouth and sharp pelvic pain that worsened during ovulation were added. She had recovered from following events: pelvic pain, dysmenorrhea, menorrhagia, weight gain, abdominal distension, pruritus, headaches, palpitation, dysgeusia and alopecia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 4 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.